Manufacturer narrative:
(B)(4). The insulin pump was able to perform all tests except displacement due to missing retainer. There was no excessive no delivery alarm during test. The pump received with minor scratched lcd window and case. There was a pillowing keypad overlay, cracked select button keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
Customer reported via phone call retainer ring anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the retainer ring anomaly was performed. Customer advised the retainer ring was broken and the reservoir compartment was damaged. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.